Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection manifested by cloudy fluid. The patient was hospitalized for the event and received unspecified treatment. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was unknown. No additional information is available.